Manufacturer narrative:
Event date is approximate, the month and year are valid. Concomitant medical products: product ID: 3889-28, lot#: va1081k, implanted: (B)(6) 2016, explanted: (B)(6) 2021, month valid) ,product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller was an MRI tech, they reported that the patient had the ins/lead explanted and part of the lead was still implanted in patient. The caller reported that per CT scan, there were maybe a couple of inches is still left in patient's body. The caller was unsure, but thinks the doctor explanted the devices in (B)(6) 2020.